Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch select simple meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that on (B)(6) 2017, at 9:30pm he obtained a result of ¿75mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a result of ¿38mg/dl¿ obtained on another device. Meter to other meter comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and by exercising. The patient reported that at 09:15pm on (B)(6) 2017, prior to the issue obtaining the allegedly inaccurate result, he had developed symptoms of ¿sweaty, shaky and weakness¿ and at 09:35pm on (B)(6) 2017 she self-treated with ¿a spoonful of sugar¿. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient followed the correct testing procedure however could not confirm if the results from a control solution test were in range. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. It cannot be confirmed if the meter was reading accurately prior to the reported injury, therefore the device may have caused or contributed to the event.